Event description:
It was reported patient was revised on left knee due to failed kinemax total knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibial insert. The following other devices were also listed in this report: femoral components; cat# unknown; lot# unknown. Tibial tray; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.